Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer number 3.1 in the main has all of row c pockets failed. A field service engineer re seated the row board cable header at all cubie trays and the drawer controller. After reboot, navigated to the cubie map via customer login and reinserted pockets into the drawer. During pocket insertion, two pockets reported as unloaded despite being loaded. The customer resolved this by using the assign and load function. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.1 was not detected on the bus. During recovery attempts, the drawer opened but failed to close unless the user signed out. A hard reboot, maintenance restart, and manual recovery were performed; however, the issue persisted. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.